Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump alarmed as well was stuck in the prime loop. The blood glucose reading was 74mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, broken battery tube threads, scratched screen, missing end cap sticker, cracked reservoir tube and cracked case near the display window corners.